Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient had slurred speech, his legs felt paralyzed and he was in considerable pain. The patient's younger brother called an ambulance and the patient was taken to the hospital. When they arrived at the hospital a blood glucose reading was taken which was low, approximately 3.0 mmol/l. While at the hospital, the patient lost consciousness. No information was provided regarding any treatment provided by the paramedics or in the hospital on this day. On the (B)(6) 2022, while the patient was hospitalized he regained consciousness and his blood glucose decreased to 2.3 mmol/l, therefore the patient was treated with glucose paste, barley sugars and sandwiches. The patient recovered and the blood glucose raised to 6.7 mmol/l. There were no cgm values documented during the entire event. At the time of the report the patient was still hospitalized. Further attempts to contact the patient were made to obtain information on how long they were hospitalized however, the patient was unable to be reached. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "at the time of the report the patient was still hospitalized."

Event description:
The patient was discharged from the hospital on (B)(6) 2022 and he was unable to confirm the exact treatment received when he regained consciousness, he could only describe the treatment as ¿being put into place to stabilize my blood sugars¿.